Manufacturer narrative:
Pride (B)(4) states the contact information provided is not valid. The device has not been made available for evaluation at this time. Should the device or further information become available, a follow-up report will then be issued.

Event description:
Alleges putting on charge at 5:00pm and left charge overnight. At 5:30am, neighbor noticed smoke coming out of garage. Alleges product burst in flames while charging.

Manufacturer narrative:
No further information has been received. No model number or serial number has been provided to date.

Event description:
Alleges putting on charge at 5:00pm and left charge overnight. At 5:30am, neighbor noticed smoke coming out of garage. Alleges product burst in flames while charging.